Manufacturer narrative:
Device lot number, or serial number, unavailable. UDI not available for this system at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended.the system passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy. It was reported that intra-operatively, while attempting to navigate, the system would not track a pointer. The site used a second pointer and it had trouble tracking as well. The site used a third pointer and it worked. The procedure was completed using the navigation system and there was no reported impact to patient outcome. A manufacturer representative went on-site to test out all of the instruments and was unable to replicate the issue.